Event description:
The caller reported that the t: slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The issue persisted until the caller tried a different charging cable, which resolved the problem. Tandem technical support informed the caller that using third-party charging supplies is not recommended unless for troubleshooting. A replacement tandem charging cable was sent via two-day shipping. There was no pump shutdown, and no further assistance was required.